Event description:
The pt called in and stated that the walker leg had broken and that they fell into some type of cabinet or buffet table and broke a couple of ribs. Received pictures of the walker as well as the walker to evaluate.